Event description:
The customer reported that she was taken to the ER due to low blood glucose levels, with a reading of 50 mg/dl. Prior to the event, the customer was priming a new infusion set. The insulin started dripping out of the needle sooner than expected, and continued dripping even after releasing the act button. The customer connected to the infusion set anyway, and received 80 units of insulin. Since the event, the insulin pump has been functioning normally, and the customer's blood glucose levels have gone back to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.